Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that as the account removed the unit from its original box, the sterile packaging was sealed, however, a foreign material was observed closed to the sterile seal. Further, the account was not able to use the unit. This did not happen during a procedure. No delay or pt involvement was reported.